Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging an issue related to the internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board, power management board and system board need to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board, sensor board, and power management board. The system board, sensor board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to a sensor mt5 being out of tolerance. The power management board was evaluated by the manufacturer's quality assurance laboratory and the root cause of the power management board failing was due to a cracked ferrite (e2). The system board was evaluated by the manufacturer's quality assurance laboratory and was found to operate to design specifications.